Event description:
It was observed during device evaluation that the coating on the connecting tube of the intubation fiberscope was peeling. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the water tightness was lost due to a pinhole in the bending section cover, the bending angle in the ¿up¿ direction did not meet the standard value due to the wear of the angle wire, the control unit was sticky due to the water leakage, the connecting tube had a dent, the venting connector under the grip had corrosion, the grip was discolored, the eyepiece had a scratch, the indication on the light guide connector was unclear, and the diopter ring was discolored. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling of the device. It was confirmed that instructions, chapter 3 ¿preparation and inspection¿, section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.